Manufacturer narrative:
The insulin pump passed the displacement, error and self tests. No rewind anomaly noted. All operating currents are within specification. The unit was unable to prime during the prime test, and alarmed motor error during the basic occlusion test due to a protruded/loose drive support disk. Unable to perform the occlusion or excessive no delivery tests due to the prime/fill anomaly. The motor passed the motor test. The unit had scratches on the display window, case and reservoir tube window, as well as a broken reservoir tube lip and missing end cap sticker.

Event description:
It was reported that the insulin pump was stuck in the rewind screen, and the patient was unable to use it. It was stated that the patient was going to the emergency room to get a back up plan. Nothing further was reported.